Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor was giving inaccurate readings and triggering the threshold suspend feature on the insulin pump. The sensor was reading 40 mg/dl and the customer blood glucose was 106 mg/dl. Customer stated the alarm was initially triggered when the sensor reading was 75 mg/dl and it kept getting lower to 40 mg/dl. Customer also noted the sensor was not bleeding a little at the sight. Troubleshooting was performed on the sensor and it was noted the isig was to low to calibrate. Customer was advised to monitor the site and is not returning the sensor for analysis.